Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. Expiration date: december 2025. UDI: the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name: (B)(6). (B)(4). The actual device was not returned however reference photos were received. Based on the result of the investigation, most likely, excessive force was applied during usage which resulted in the cannula breakage since reference photos of the actual sample showed traces of stress during usage on the point of separation such as slightly bent and deformed cannula end as well as the deformed glue mound. Tc also confirmed that no irregularities such as rust or scratch which may deteriorate the needle strength was observed. Retention samples were visually inspected and confirmed free from any defects that might lead to cannula breakages. Moreover, retention samples were subjected to simulation wherein no tilted or bent cannula was encountered during aspiration of sterile water. While the simulation of the manual cannula bending test using a rubber cork showed the needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. Our cannula is supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Moreover, cannula incoming inspection includes dimensional, functional testing and confirmation of a certificate of analysis from our supplier. We have an online and in-process visual inspection to check bent or damage to the cannula that might lead to the complaint. Lot history file revealed the assembled needle lot 210123bn encountered a misaligned cannula at the cannula bed. The affected jig was checked and no bent cannula was found. Prior shipment of products, qc conducts outgoing inspection wherein part of check items is bent, tilted, and damage on cannula body. All samples passed. (B)(4).

Event description:
The user facility reported that the terumo needle was broken from the needle hub. The terumo needle was used during preparation of covid-19 vaccine (pfizer). No excessive force was applied. They could not aspirate the last part of the covid vaccine therefore, the vaccine was ruined. This event occurred pre-treatment with no patient involvement. The device was used with a terumo syringe 1mm.